Event description:
During a tranaplant renal artery stenting treatment procedure, stent migration difficulties were encountered. When the physician deployed the express vascular sd 6.0x14x150 cm stent, he found that the position of the stent moved distally. Therefore, he needed to deploy another express sd 7x15 stent to complete the procedure. No pt injuries or complications have been reported. The pt's status is listed as "good".